Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a barcode scanner issue. A technical support specialist logged into the station, applied a setting based on a knowledge article, and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a barcode scanner issue. The customer reported that the pyxis scanner was making multiple beeps and not scanning properly, displaying a black screen. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.